Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found cannula broken. All parts of the cannula are still present. Checked introducer needle for burrs and hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Event description:
The customer reported via phone call that they had hard time removing the sensor out of the body. The customer reported that removing the sensor caused bleeding. The customer reported that the insulin pump was not communicating with the transmitter. The customer's blood glucose was 71 mg/dl at the time of incident. The customer stated that the site was not actively bleeding. The customer stated that they found that the cannula was bent when trying to perform test plug procedure. The sensor will be returned for analysis.